Manufacturer narrative:
(B)(4).

Event description:
It was reported that 'there's been a recurring issue with teleflex catheters for several months (june/july); catheters no longer measure blood pressure correctly. Flushing the device does not resolve the issue. The malfunction occurs quickly after insertion, sometimes within 30 minutes and at the latest within a few hours. It results in a gradual attenuation of the pressure curve, a discrepancy with the pressure obtained manually and an inability to take samples. There have been no serious consequences for patients, but discomfort with the need to reinsert a new catheter or take the pressure reading again using a cuff. It's been a significant loss of time for healthcare teams.' Associated MDR numbers include: 3006425876-2025-00919.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that 'there's been a recurring issue with teleflex catheters for several months (B)(6); catheters no longer measure blood pressure correctly. Flushing the device does not resolve the issue. The malfunction occurs quickly after insertion, sometimes within 30 minutes and at the latest within a few hours. It results in a gradual attenuation of the pressure curve, a discrepancy with the pressure obtained manually and an inability to take samples. There have been no serious consequences for patients, but discomfort with the need to reinsert a new catheter or take the pressure reading again using a cuff. It's been a significant loss of time for healthcare teams.' Associated MDR numbers include: 3006425876-2025-00919 and 3006425876-2025-00925.